Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrical surgical unit (iesu) monopolar coagulation was unable to fire energy and was displaying system error c-34, indicating that the voltage was too low to generate energy while the bipolar and monopolar cut function was normal. For the remainer of the surgical procedure the customer switch to the force triad to use the monopolar instrument. Preventive maintenance was performed in january and there were no issues identified at the time. The last replacement of sk0068 erbe was august 2024. Onsite revealed that the monopolar function failure and erbe replacement required. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The event date was 03/05/2025 morning. The delay of procedure was caused by set up force triad for monopolar instrument. Customer went to replace the erbe on the same date of incident.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on golden system and was run in normal mode. C-34 errors occurred at the start and mono coag activation. During visual inspection, the iesu has scratches on the sides of cover.

Manufacturer narrative:
The probable root cause of this issue is attributed to high frequency (hf) voltage issues on a defective erbe generator. This issue can be resolved by using a back-up generator.

Event description:
Refer to h11 for follow-up information.